Event description:
Patient reporting right side rupture diagnosed via magnetic resonance imaging (MRI) right side. Devices remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.